Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. The reported product quality problem (irregular appearance of the tip) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported irregular appearance of the tip appears to be due to user perception. The reported leak was due to the observed cracked dilator flush port. The cracked dilator flush port appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. During preparation of a triclip steerable guide catheter (tsgc), it was observed that the tip where the echogenic coils end in the shaft appeared differently formed and while inserting the dilator, a leak was observed from the hemostatic valve. Troubleshooting was performed, but the issue continued to occur. Therefore, the tsgc was removed and replaced. A new sgc was inserted, and the procedure was continued. One clip was implanted, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.